Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.

Event description:
It was reported that the lead products had been explanted due to a possible wound infection; fluid had ben sent for culture. The hcp subsequently confirmed the location of the infection had been the lead track; the patient had experienced symptoms of redness, swelling, drainage, and tenderness at the site of implant. A culture had been obtained from the neck incision, which was positive for two-plus coagulase negative staphylococcus. The patient received keflex for two weeks after partial system explant; both IV and oral antibiotic therapy had been prescribed. The patient outcome was unknown; the patient did not have meningitis.